Event description:
As reported by the user facility on the medwatch form: pt was seen on (B)(6) 2009 in outpatient surgery for an epidural steroid injection for pain management. During the procedure, the physician attempted to remove the catheter and noted that it was "crinkled" on the end. The physician ordered an x-ray to ensure that the entire catheter had been removed. The radiologist reported not seeing any part of the catheter remaining. Pt reported that she had subsequent CT studies and part of the catheter was found (3-4cm). No adverse effects and two independent surgeons advised to leave in place. Physician did not keep the catheter used due to initial x-ray report of catheter part not in the body. Lot number and exp date taken from package from same shipment. No new shipment had been received between use of catheter on 09/18/2009 and date of this report. Risk manager did not become aware of incident until 10/06/09 and was not able to start investigation until 10/12/2009, due to being out of town. Add'l info provided by the facility indicated two neurosurgeons were consulted, and they both recommended to leave the catheter tip in place. To date, the pt has suffered no adverse sequela associated with the event. The sample was discarded. No add'l info was made available.

Manufacturer narrative:
The actual device involved in the incident was discarded and was not made available to the MFR to be evaluated. Without the actual sample, a thorough investigation could not be performed. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." All available info has been sent to the actual MFR, micor inc for further evaluation.